Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('puncture my bowel') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("every time my pain is severe I go to the hospital to make sure its not appendicitis"), constipation ("I always had problems with constipation"), ovarian cyst ("painful cysts on the right side"), spondylitis ("I have developed arthritis in my neck shoulder, hip, and knee") and arthritis ("arthritis in my neck shoulder, hip, and knee"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy on (B)(6) 2016, oophorectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the intestinal perforation, pelvic pain, constipation, ovarian cyst, spondylitis and arthritis outcome was unknown. The reporter considered arthritis, constipation, intestinal perforation, ovarian cyst, pelvic pain and spondylitis to be related to essure (ess205). The reporter commented: patient removed ovaries on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: coils not found; on (B)(6) 2016: showed both coils. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.